Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) performed hybrid arm adjustment and hybrid arm level measurement procedure, which resolved the issue. The instrument was performing within specifications. A 13-month complaint history review for serial number (B)(4) found one (1) similar complaint during this time period. The aia-2000 under a3. Appendix 3: flags, states that a <l flag indicates that calculation failed due to assay result being under assay range. It is important that users should not ignore the flags displayed with assay results of the aia-2000.

Event description:
On (B)(6) 2017 a customer reported four (4) <l patient results on vitamin b12 that were within normal range upon repeat. The customer reported that vitamin b12 patient samples, which were run in the morning, were repeated with fresh pretreatment and diluent in the afternoon and did not match; changing from approximately 200 pg/ml to 600 pg/ml. On (B)(6) 2017 the customer was contacted to request further information to confirm whether any of the results were reported out of the lab and if any treatment was adjusted. The customer was not able to provide this information.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.